Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 360 mg/dl. Customer alleged the pump did not deliver basal insulin as intended. At the time of the report with tandem technical support the reported issue had resolved. The customer delivered a correction bolus to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.